Event description:
The customer reported to beckman coulter (bec) that after running a startup and latron on their dxh800 instrument they ran a patient control which gave very high white blood count (wbc) result of 520.4 x 10^3 cells/l with instrument generated flags. The same sample was rerun with normal wbc result of 4.6 x 10^3 cells/l. Review of the provided captured screenshots shows the dxh800 analyzer generated higher wbc and lower red blood count (rbc), hemoglobin (hgb) results with instrument generated flags as compared to the rerun results which were considered correct. No erroneous results were reported out of the laboratory and there was no change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed the first results on white blood count (wbc) and hemoglobin (hgb) were off after shutdown and daily checks and then the analyzer worked fine. The fse replaced the complete blood count (cbc) transducer if board and the wbc and red blood cell (rbc) bath assemblies in an attempt to resolve this issue. The fse ran the cbc fine gain adjustments and ran samples, reproducibility and verification; all passed. However, the issue continued and the fse returned to the customer's site. The fse discovered the issue was not electronic as he first diagnosed, but was diluter related. The fse found the cbc lyse fluid metering (fmi) pump (pm101) was not holding prime when the instrument sat idle for long period of time (overnight). There was no issue when lyse was primed after the first run. The fse replaced the cbc lyse fmi pump and related check valve to resolve this issue. Following the repair, the customer has not called back regarding this issue. The provided raw data files and wbc histogram information were reviewed by beckman analyst. The data acquisition and data analysis module of the system behaved as expected. The result of extremely high wbc for a normal blood may indicate that the particles are actually "unlysed" rbcs. Failure mode can be attributed to the cbc lyse fmi pump and check valve.